Event description:
Pt underwent a total aortic arch replacement procedure. Post-operative drains were removed at day 22. On day 29, pt developed fever, and drains were placed again since pericardium fluid was found after CT scan examination. Pt developed a mediastinitis. Indeed, mrsa was found in the collection fluid and in collected blood. Drainage was stopped on day 41. Drains were cultured and were also found to be mrsa positive. Pt left the hosp. 5 mos later pt returned to hosp. Mediastinitis and an mrsa sepsis were observed. Pt died in 2003.